Event description:
It was reported that the user experienced a low glucose episode after significant activity and a missed breakfast, treated with an announced lunch and oral glucose, while using the ilet system with an infusion set and cartridge and without disconnecting for exercise. Symptoms included hypoglycemia, with the user noting no symptoms during blood glucose checks. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available regarding a device problem, with medical device problem and device component information insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established.